Event description:
It was reported that the customer was experiencing a low blood glucose while she was driving. Caller stated that the customer's car was on fire and the paramedics rescued the customer and transported her to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.